Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ acute and chronic pelvic pain"), device breakage ("I¿ve had a complete hysterectomy (taken out piece by piece) over a 5 year period (about)") and hernia ("I¿ve had 3 hernia repairs since essure") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and parity 4. Concurrent conditions included low back pain, abnormal weight gain, uterine cyst, night sweats, feeling cold, diarrhea, constipation, change of bowel habit, adenomyosis, endometriosis, uterine prolapse, supracervical hysterectomy, abdominal abscess, pelvic abscess, gallstones, tenderness, constipation, hemorrhagic ovarian cyst, bloating, fulguration, groin pain, nausea, appetite lost, hemorrhagic cyst and endocervical squamous metaplasia. Concomitant products included vicodin for pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding( vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("left lower quadrant abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hernia (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), back pain ("back pain"), menorrhagia ("menorrhagia"), artificial menopause ("hormonal changes describe: surgical induced menopause"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: many uti infections"), dental caries ("dental problems teeth were rotting"), polycystic ovaries ("pcos") and endometriosis ("endometriosis"). The patient was treated with surgery (unilateral salpingo-oopherectomy,unilateral salpingectomy and total hysterectomy), surgery (unilateral salpingo-oopherectomy,unilateral salpingectomy and total hysterectomy) and surgery. Essure (ess205) was removed in march 2017. At the time of the report, the pelvic pain, hernia, vaginal haemorrhage, menorrhagia, artificial menopause, urinary tract infection, dental caries, dyspareunia, vaginal discharge, abdominal pain lower, polycystic ovaries and endometriosis had not resolved and the device breakage, ovarian cyst and back pain outcome was unknown. The reporter considered abdominal pain lower, artificial menopause, back pain, dental caries, device breakage, dyspareunia, endometriosis, hernia, menorrhagia, ovarian cyst, pelvic pain, polycystic ovaries, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2009: mild myometrial adenomyosis; on (B)(6) 2010: recurrent left inguinal hernia; on (B)(6) 2012: chronic cystic cervicitis with squamous metaplasia on (B)(6) 2009 pathology test was perefomed having result uterus, supra-cervical simple hysterectomy: weakly proliferative endometrium. Mild myometrial adenomyosis. On (B)(6) 2010 pathology test was performed having result clinical diagnosis: recurrent left inguinal hernia, right groin pain. Fallopian tube, left, and salpingectomy: hydro salpinx on (B)(6) 2012 pathology test was performed having result uterine cervix and right fallopian tube and ovary (completion of supra-cervical hysterectomy and right salpingo-oophorectomy): chronic cystic cervicitis with squamous metaplasia. Benign fallopian tube. Benign ovary with cystic follicles. Underwent hysterosalpingogram test ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; pelvic pain, left lower quadrant pain, polycystic ovarian syndrome, hernia,abdominal pain, ovarian cyst, dyspareunia, abnormal bleeding and device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events " abnormal bleeding( vaginal), menorrhagia, hormonal changes describe: surgical induced menopause, infection (bladder/ urinary tract/vaginal) type: many uti infections, dental problems teeth were rottingc, dyspareunia (painful sexual intercourse), vaginal discharge, left lower quadrant abdominal pain, pcos, endometriosis, acute and chronic pelvic pain" are added and outcome of these events as updated as not recovered/ not resolved. Lab data added. Reporter and patient information are added. Concomitant and historical condition are added from medical record. Concomitant drug are added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ acute and chronic pelvic pain"), device breakage ("I¿ve had a complete hysterectomy (taken out piece by piece) over a 5 year period (about)"), uterine prolapse ("uterine prolaps"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), hydrosalpinx ("left hydrosalpinx"), dental caries ("dental problems teeth were rotting") and hernia repair ("I¿ve had 3 hernia repairs since essure,") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and multiparous. Concurrent conditions included low back pain, abnormal weight gain, uterine cyst, night sweats, feeling cold, diarrhea, constipation, change of bowel habit, adenomyosis, endometriosis, uterine prolapse, supracervical hysterectomy, abdominal abscess, pelvic abscess, gallstones, tenderness, constipation, hemorrhagic ovarian cyst, bloating, fulguration, groin pain, nausea, appetite lost, hemorrhagic cyst and endocervical squamous metaplasia. Concomitant products included vicodin for pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("left lower quadrant abdominal pain"). In 2009, the patient experienced uterine prolapse (seriousness criteria medically significant and intervention required) and adenomyosis (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 4 years 6 months after insertion of essure (ess205), the patient underwent hernia repair (seriousness criterion medically significant). In 2017, the patient experienced dental caries (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), back pain ("back pain"), artificial menopause ("hormonal changes describe: surgical induced menopause"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: many uti infections") and polycystic ovaries ("pcos"). The patient was treated with surgery (unilateral salpingo-oopherectomy,unilateral salpingectomy and total hysterectomy), surgery (removal of cervix,unilateral salpingectomy and total hysterectomy), surgery (underwent ablation), surgery (underwent fulguration of endometriosis), surgery (underwent fulguration of endometriosis), surgery (underwent ablation), surgery (underwent fulguration of endometriosis), surgery (underwent excision of hydrosalpinx), surgery (teeth replacement) and surgery (left inguinal hernia repair, excision of left hydrosalpinx and fulguration of endometriosis.). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain, urinary tract infection, dyspareunia and abdominal pain lower had resolved, the device breakage, uterine prolapse, adenomyosis and ovarian cyst outcome was unknown and the endometriosis, dental caries, hernia repair, artificial menopause, vaginal discharge and polycystic ovaries had not resolved. The reporter considered abdominal pain lower, adenomyosis, artificial menopause, back pain, dental caries, device breakage, dyspareunia, endometriosis, hernia repair, hydrosalpinx, menorrhagia, ovarian cyst, pelvic pain, polycystic ovaries, urinary tract infection, uterine prolapse, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2009: mild myometrial adenomyosis; on (B)(6) 2010: recurrent left inguinal hernia; on 22-mar-2012: chronic cystic cervicitis with squamous metaplasia on (B)(6) 2009 pathology test was perefomed having result uterus, supra-cervical simple hysterectomy: weakly proliferative endometrium. Mild myometrial adenomyosis. * on (B)(6) 2010 patholgy test was performed having result clinical diagnosis: recurrent left inguinal hernia, right groin pain. Fallopian tube, left, and salpingectomy: hydro salpinx * on (B)(6) 2012 patholgy test was performed having result uterine cervix and right fallopian tube and ovary (completion of supra-cervical hysterectomy and right salpingo-oophorectomy): chronic cystic cervicitis with squamous metaplasia. Benign fallopian tube. Benign ovary with cystic follicles. * underwent hysterosalpingogram test ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; pelvic pain, left lower quadrant pain, polycystic ovarian syndrome, hernia,abdominal pain, ovarian cyst, dyspareunia, abnormal bleeding and device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received ¿new events adenomyosis, uterine prolapse, hydrosalpinx were added. Outcomes of events abnormal bleeding( vaginal), abnormal bleeding(menorrhagia), dyspareunia (painful sexual intercourse), left lower quadrant abdominal pain, urinary tract infection and pelvic pain from not recovered / not resolved to recovered / resolved. Outcomes of event back pain updated from unknown to recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I¿ve had a complete hysterectomy (taken out piece by piece) over a 5 year period (about)'), device dislocation ('no finding of essure'), pelvic pain ('pain/ acute and chronic pelvic pain'), uterine prolapse ('uterine prolaps'), vaginal haemorrhage ('abnormal bleeding( vaginal)'), menorrhagia ('abnormal bleeding(menorrhagia)'), adenomyosis ('adenomyosis'), endometriosis ('endometriosis'), hydrosalpinx ('left hydrosalpinx'), dental caries ('dental problems teeth were rotting'), hernia repair ('I¿ve had 3 hernia repairs since essure,') and cholecystectomy ('gall bladder removal') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous. On (B)(6) 2009 pathology test was perefomed having result uterus, supra-cervical simple hysterectomy: weakly proliferative endometrium. Mild myometrial adenomyosis. On (B)(6) 2010 patholgy test was performed having result clinical diagnosis: recurrent left inguinal hernia, right groin pain. Fallopian tube, left, and salpingectomy: hydro salpinx on (B)(6) 2012 patholgy test was performed having result uterine cervix and right fallopian tube and ovary (completion of supra-cervical hysterectomy and right salpingo-oophorectomy): chronic cystic cervicitis with squamous metaplasia. Benign fallopian tube. Benign ovary with cystic follicles. Underwent hysterosalpingogram test. Concurrent conditions included low back pain, abnormal weight gain, uterine cyst, night sweats, feeling cold, diarrhea, constipation, change of bowel habit, adenomyosis, endometriosis, uterine prolapse, supracervical hysterectomy, abdominal abscess, pelvic abscess, gallstones, tenderness, constipation, hemorrhagic ovarian cyst, bloating, fulguration, groin pain, nausea, appetite lost, hemorrhagic cyst and endocervical squamous metaplasia. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for pain as well as cortisone. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("left lower quadrant abdominal pain"). In 2008, the patient experienced chest pain ("chest pain"). In 2009, the patient experienced uterine prolapse (seriousness criteria medically significant and intervention required) and adenomyosis (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient underwent hernia repair (seriousness criterion medically significant), 4 years 6 months after insertion of essure (ess205). In 2017, the patient experienced dental caries (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), back pain ("back pain"), artificial menopause ("hormonal changes describe: surgical induced menopause"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: many uti infections"), polycystic ovaries ("pcos"), appendicitis ("appendicitis"), hernia ("bilateral hernia"), tremor ("shaky hands"), memory impairment ("memory difficulties"), hypoaesthesia ("numbness, numbing surges throughout my entire body"), abdominal distension ("bloated") and nervous system disorder ("neurological issue") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (left inguinal hernia repair, excision of left hydrosalpinx and fulguration of endometriosis., removal of cervix,unilateral salpingectomy and total hysterectomy, unilateral salpingo-oopherectomy,unilateral salpingectomy and total hysterectomy, teeth replacement, underwent ablation, underwent excision of hydrosalpinx and underwent fulguration of endometriosis). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the device breakage, device dislocation, uterine prolapse, adenomyosis, ovarian cyst, appendicitis, cholecystectomy, hernia, tremor, memory impairment, hypoaesthesia, abdominal distension and nervous system disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain, urinary tract infection, dyspareunia and abdominal pain lower had resolved and the endometriosis, dental caries, hernia repair, artificial menopause, vaginal discharge and polycystic ovaries had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, appendicitis, artificial menopause, back pain, chest pain, cholecystectomy, dental caries, device breakage, device dislocation, dyspareunia, endometriosis, hernia, hernia repair, hydrosalpinx, hypoaesthesia, memory impairment, menorrhagia, nervous system disorder, ovarian cyst, pelvic pain, polycystic ovaries, tremor, urinary tract infection, uterine prolapse, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2009: results: mild myometrial adenomyosis; on (B)(6) 2010: results: recurrent left inguinal hernia; on (B)(6) 2012: results: chronic cystic cervicitis with squamous metaplasia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New events added: chest pain, appendicitis, gall bladder removal, no finding of essure, bilateral hernia, shaky hands, memory difficulties, numbness, bloated, neurological issue. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I¿ve had a complete hysterectomy (taken out piece by piece) over a 5 year period (about)'), device dislocation ('no finding of essure'), pelvic pain ('pain/ acute and chronic pelvic pain'), uterine prolapse ('uterine prolaps'), vaginal haemorrhage ('abnormal bleeding( vaginal)'), menorrhagia ('abnormal bleeding(menorrhagia)'), adenomyosis ('adenomyosis'), endometriosis ('endometriosis'), hydrosalpinx ('left hydrosalpinx'), dental caries ('dental problems teeth were rotting'), hernia repair ('I¿ve had 3 hernia repairs since essure,') and cholecystectomy ('gall bladder removal') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous. * on (B)(6) 2009 pathology test was performed having result uterus, supra-cervical simple hysterectomy: weakly proliferative endometrium. Mild myometrial adenomyosis. * on (B)(6) 2010 pathology test was performed having result clinical diagnosis: recurrent left inguinal hernia, right groin pain. Fallopian tube, left, and salpingectomy: hydro salpinx * on (B)(6) 2012 pathology test was performed having result uterine cervix and right fallopian tube and ovary (completion of supra-cervical hysterectomy and right salpingo-oophorectomy): chronic cystic cervicitis with squamous metaplasia. Benign fallopian tube. Benign ovary with cystic follicles. * underwent hysterosalpingogram test. Concurrent conditions included low back pain, abnormal weight gain, uterine cyst, night sweats, feeling cold, diarrhea, constipation, change of bowel habit, adenomyosis, endometriosis, uterine prolapse, supracervical hysterectomy, abdominal abscess, pelvic abscess, gallstones, tenderness, constipation, hemorrhagic ovarian cyst, bloating, fulguration, groin pain, nausea, appetite lost, hemorrhagic cyst and endocervical squamous metaplasia. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for pain as well as cortisone. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("left lower quadrant abdominal pain"). In 2008, the patient experienced chest pain ("chest pain"). In 2009, the patient experienced uterine prolapse (seriousness criteria medically significant and intervention required) and adenomyosis (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient underwent hernia repair (seriousness criterion medically significant), 4 years 6 months after insertion of essure (ess205). In 2017, the patient experienced dental caries (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), back pain ("back pain"), artificial menopause ("hormonal changes describe: surgical induced menopause"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: many uti infections"), polycystic ovaries ("pcos"), appendicitis ("appendicitis"), hernia ("bilateral hernia"), tremor ("shaky hands"), memory impairment ("memory difficulties"), hypoaesthesia ("numbness, numbing surges throughout my entire body"), abdominal distension ("bloated"), nervous system disorder ("neurological issue/neurological problems") and post viral fatigue syndrome ("me") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (left inguinal hernia repair, excision of left hydrosalpinx and fulguration of endometriosis., removal of cervix,unilateral salpingectomy and total hysterectomy, unilateral salpingo-oophorectomy,unilateral salpingectomy and total hysterectomy, teeth replacement, underwent ablation, underwent excision of hydrosalpinx and underwent fulguration of endometriosis). Essure (ess205) was removed in march 2017. At the time of the report, the device breakage, device dislocation, uterine prolapse, adenomyosis, ovarian cyst, appendicitis, cholecystectomy, hernia, tremor, memory impairment, hypoaesthesia, abdominal distension, nervous system disorder and post viral fatigue syndrome outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain, urinary tract infection, dyspareunia and abdominal pain lower had resolved and the endometriosis, dental caries, hernia repair, artificial menopause, vaginal discharge and polycystic ovaries had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, appendicitis, artificial menopause, back pain, chest pain, cholecystectomy, dental caries, device breakage, device dislocation, dyspareunia, endometriosis, hernia, hernia repair, hydrosalpinx, hypoaesthesia, memory impairment, menorrhagia, nervous system disorder, ovarian cyst, pelvic pain, polycystic ovaries, post viral fatigue syndrome, tremor, urinary tract infection, uterine prolapse, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: post-operative, plaintiff was still so sick. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2009: results: mild myometrial adenomyosis; on (B)(6) 2010: results: recurrent left inguinal hernia; on (B)(6) 2012: results: chronic cystic cervicitis with squamous metaplasia. Concerning the injuries reported in this case, the following one/ones were reported via social media: myalgic encephalomyelitis most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Event myalgic encephalomyelitis was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst") and back pain ("back pain"). The patient was treated with surgery (to remove the essure). Essure (B)(4) was removed in (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst and back pain outcome was unknown. The reporter considered back pain, ovarian cyst and pelvic pain to be related to essure (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.